Manufacturer narrative:
Cmp-(B)(4). This report is being submitted to relay additional information. The following sections were updated: multiple MDR reports were received and previously reported. The following report is being resubmitted as reportable: 0001822565-2018-06927. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that patient experienced weakness, stiffness, swelling, gait deviation, and onset gastroc, as well as plantar and dorsal foot pain that is described as shooting in nature. Patient is further experiencing paresthesia, burning, pins and needle sensation, and instability. Patient reported clicking at the back of the knee and patella clicks at front. The patient also limps. No revision procedure has been reported to date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet primary tibial tray, catalog #: 141264, lot #: 880200, vanguard femoral cr, catalog #: cp113620, lot #: 270510, biomet finne primary stem, catalog #: 141316, lot #: 286310, series a patella, catalog #: 184766, lot #: 594120, e1 vanguard as tibial bearing, catalog #: ep-189081, lot #: 381110. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon review of the event, it was noted that this device was reported under the incorrect manufacturing site. The combined initial and final report for this event can be found on 0001825034 - 2019 - 04373.

Event description:
Upon review of the event, it was noted that this device was reported under the incorrect manufacturing site. The combined initial and final report for this event can be found on 0001825034 - 2019 - 04373.

Manufacturer narrative:
(B)(4). Medical product: unknown bearing, catalog #: unk, lot #: unk; unknown femoral, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. When the investigation is complete, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06927, 0001822565-2018-06928, 0001822565-2018-06929. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and loosening.